Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The facility only returned the valve assembly to the manufacturer for evaluation. A microscopic inspection of the valve revealed a large tear in the valve. Leakage testing could not be performed, because the sheath was not returned for evaluation. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leaky valve during lower extremity angiogram with the involved device. The leak occurred after the insertion of the catheter into the sheath; the catheter was then removed and the leak appeared at that point; a second sheath was opened and the valve was used from the new sheath to replace the damaged one; the blood loss was reported to be less than 250 cc; the procedure was reported to be successful; and the patient condition was reported to be good.